Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
While he is using it the toothbrush head keeps working its way off the handle - oral-b [device breakage]. Case narrative: parent of male child via social media reported that while their son was using the oral-b toothbrush, and the oral-b toothbrush head kept working its way off the oral-b toothbrush handle. No injury was reported.

Manufacturer narrative:
25-jan-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
While he is using it the toothbrush head keeps working its way off the handle - oral-b [device breakage]. Case narrative: parent of male child via social media reported that while their son was using the oral-b toothbrush, the oral-b toothbrush head kept working its way off the oral-b toothbrush handle. No injury was reported. 12-dec-2023 via case update: the suspect product lot number was bh12530746. No injury was reported.